Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received random no delivery alarms. The user also reported a scratched screen that was difficult to see, rejected batteries, and non-responsive, hard to press buttons on the keypad. Customer declined to provide blood glucose levels. No further details provided. The pump will not be returned for analysis. No product is expected to return for analysis